Event description:
Distal end fell off in joint. Delayed surgery 10 minutes. No injury involved.

Manufacturer narrative:
Original device has not been returned to MFR. Additional info will be provided once investigation is completed.